Event description:
The facility had sent an infusion pumnp in for service where a baxter service rep discovered a failure code 810:11. The facility rep stated that no incident reports have been filed since the last baxter service event. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no additional info was available. Additional contact info was requested but no additional contact was identified.